Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer performed a supply change to treat the bg and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.